Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn (B)(4). Please reference file mrn (B)(4) for all details pertinent to this event.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air chambers were not inflating and was leaking from the bottom. There was unknown patient involvement and unknown patient harm/adverse event being reported.